Event description:
[Updated] it was reported to philips the heartstart xl+ was being used during an elective planned cardioversion procedure to treat arrhythmia. The patient was anesthetized. This report was initially considered to be a serious injury because it was not known at the time if the device was providing life-saving treatment. Additional information received clarified the procedure was an elective planned cardioversion to treat arrhythmia which was not life-saving, therefore, this report has been updated from serious injury to product problem.

Manufacturer narrative:
Updated awareness date.

Event description:
It was reported to philips the heartstart xl+ was being used during an elective planned cardioversion procedure to treat arrhythmia. The patient was anesthetized. Another device was used to treat the patient. This report was initially considered to be a serious injury because it was not known at the time if the device was providing life-saving treatment. Additional information received clarified the procedure was an elective planned cardioversion to treat arrhythmia which was not life-saving, therefore, this report has been updated from serious injury to product problem. A philips authorized service provider (asp) evaluated the device and was unable to duplicate the issue. The asp provided philips with all of the patient event files on the device. Three files from the date of the event were reviewed but they did not match the description of this case. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips the heartstart xl+ was being used during an elective planned cardioversion procedure to treat arrhythmia. The patient was anesthetized. Another device was used to treat the patient. This report was initially considered to be a serious injury because it was not known at the time if the device was providing life-saving treatment. Additional information received clarified the procedure was an elective planned cardioversion to treat arrhythmia which was not life-saving, therefore, this report has been updated from serious injury to product problem. A philips authorized service provider (asp) evaluated the device and was unable to duplicate the issue. The asp provided philips with all of the patient event files on the device. Three files from the date of the event were reviewed but they did not match the description of this case. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips the heartstart xl+ was being used during a planned cardioversion procedure. The patient was anesthetized. The heartstart xl+ failed to shock. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. As it is not know at this time if the device was providing life-saving treatment, we are considering this to be a serious injury. Additional details have been requested.